Event description:
As reported by an edwards lifesciences affiliate in italy, regarding a 29mm sapien 3 valve in pulmonic position by transfemoral vein. During the procedure, after the implant of the s3 with acceptable position and function, and during the removal of the commander ds, a dislocation of the valve was observed probably due to the interaction with the commander ds. Severe pvl was present and the valve was surgically explanted and a conduit was implanted in replacement with a good result. The patient did not suffer any injury and was noted as to be extubated. At the end, the patient was discharged.

Manufacturer narrative:
Investigation underway.

Manufacturer narrative:
The device was not returned for evaluation and no imagery was returned to review. The reported event was unable to be confirmed. Due to the unavailability of the device and/or applicable imagery. As the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. The complaint description states, during the procedure, after the implant of the s3 with acceptable position and function, and during the removal of the commander ds, a dislocation of the valve was observed probably due to the interaction with the commander ds. As per medical opinion, it was probably necessary to place a stent before implanting the sapien valve and to be more careful during removal the ds after implant. As such it is possible that the lack of a prestent may have led to the easier dislodgment of the sapien valve, in addition to non-coaxial bias of the guidewire through the landing zone providing inadequate guidance during withdrawal of the delivery system, leading to dislodgement of the thv as reported. Without the return of applicable imagery, there is insufficient information to determine a definitive root cause. However, available information suggests that procedural factors (no pre-stent, improper guidewire placement) may have contributed to the complaint event.